Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable malfunction that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). Per reported information, the trailing haptic was separated at the tip and tucked abnormally. The broken haptic piece was found outside the eye and was removed by the doctor. The injector and haptic piece were returned. The lens remains implanted in the patient's eye. The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance through the injector. We could release a re-installed iol from the returned injector without any problems. From our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. When the doctor reviewed the surgery video, he noticed the tip of the trailing haptic was separated at the tip before iol implantation. A piece of the haptic was on the eye. The iol is still in the eye since it may be stable. Health impact: no health consequences or impact patient condition: no clinical signs, symptoms or conditions.